Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Skin graft mesher was manufactured on june 24, 2011 and was over 4 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed that the ratchet was stuck to the roller extension and improperly seated. There was galling to the roller shaft extension. There were bent tines to the right side of the comb. There was also wear to the roller gear, shoulder bolts and side plate ears. The test mesh was not performed due to the bent comb. The customer did not return any cutters for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the damaged comb, roller and ratchet gear. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the handle was broken¿ was confirmed since during the initial inspection it was observed that the ratchet was incorrectly seated to the roller shaft extension. It can be reasonably assumed that the customer was referring to this incidence. While during the initial inspection it was observed that the ratchet was incorrectly seated to the roller shaft extension, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher,was repaired, tested and returned to the customer.

Event description:
It was reported that during surgery the handle broke. No adverse events have been reported as a result of the malfunction.